Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closure of the subcuticular layer on a hip replacement, the device could not be anchored because the little loop was not sealed correctly. They took a new device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the sample noted two sutures and two needles. The sutures were received with the loops opened. Upon microscopic inspection, evidence of material transfer was observed at the weld sites. Unfortunately, as no sealed samples were returned, a laced-through loop test could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.